Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery fully depleted and the pump shut off. It could not be confirmed if the pump shut down due to insufficient power due to the customer not charging the pump. The customer's blood glucose level was 143 (mg/dl). The customer confirmed the pump was able to turn back on after charging. Although requested, additional information regarding this event was not provided.